Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. (Expiry date: 06/2022). Device not returned.

Event description:
It was reported that during a stent placement procedure, the stent was partially deployed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot, previously. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample has been returned to the manufacturer for evaluation. Photos were provided for review. Therefore, based on the provided sample and provided photos, the stent was identified partially deployed and sheath was identified fracture. An indication for a manufacturing related issue could not be found. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore, previous investigations of similar complaints have been reviewed. Challenging placement site and patient anatomy would require high release force during deployment. Insufficient flushing of the device before use may be contributing factors to the reported issue. In this case, it is not known if the device was flushed prior to use and limited information was provided in regards of patient anatomy and specifically the intended treated lesion. It is also known that the appropriate accessories were used during the procedure. Based upon the available information a definitive root cause could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instruction for use states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instruction for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding the accessories, label was recommended to use minimum of 9f introducer sheath and a 0.035 guidewire during the procedure. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g5. H10: b5, d4 (expiry date: 06/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent was partially deployed and the sheath was fractured. The procedure was completed using another device. There was no reported patient injury.